Event description:
It was reported that an asymptomatic patient presented via in-patient care. Upon interrogation, the patient's right ventricular (rv) lead exhibited loss of capture. X-ray imaging revealed the presence of lead dislodgement. The rv lead was explanted and replaced on (B)(6) 2021. The patient was stable throughout.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.